Event description:
Initial results for two pt glucose samples gave over limit high flag. When repeated, the results were in the normal range. The field service rep found a wire broken on the line sensor and repaired the instrument by replacing the wire.